Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain including pelvic pain') in a 29-year-old female patient who had essure (ess205) (batch no. 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included abortion, miscarriage, ovarian cyst, acne, chronic cervicitis and endometriosis. Concomitant products included cetirizine hydrochloride (cetrizine), ferrous sulfate, fluticasone, hydrocodone bitartrate;paracetamol (norco), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2008, the patient experienced mood swings ("mood swing"). On (B)(6) 2008, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and furuncle ("rashes or skin conditions type: furuncles"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced emotional disorder ("emotional anguish"), pain ("pain nos / physical pain"), endometriosis ("endometriosis") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and vaginal discharge had resolved, the dysmenorrhoea, depression, anxiety, emotional disorder, mood swings, female sexual dysfunction, furuncle, anaemia, dyspareunia, fatigue, weight increased and endometriosis outcome was unknown and the alopecia, pain and back pain was resolving. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, female sexual dysfunction, furuncle, menorrhagia, mood swings, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment of pain , bleeding , bladder, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on (B)(6) 2010: impression: a possible functional ovarian cyst on the right. A small right renal para pelvic cyst. Ultrasound scan vagina - on (B)(6) 2018: impression: there is a large heterogeneous lesion within or adjacent to the fundal portion of the endometrium. Measures 3.0 x 2.0 x 2.8 cm. This may represent a submucosal fibroid or an endometrial polyp. There is a small subserosal fibroid in the right fundal portion of the uterus.the right essure is not observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, vaginal hemorrhage, vaginal discharge, rcc comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain including pelvic pain') in a 29-year-old female patient who had essure (ess205) (batch no. 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included abortion, miscarriage, ovarian cyst, acne, chronic cervicitis and endometriosis. Concomitant products included cetirizine hydrochloride (cetrizine), ferrous sulfate, fluticasone, hydrocodone bitartrate;paracetamol (norco), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2008, the patient experienced mood swings ("mood swing"). On (B)(6) 2008, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and furuncle ("rashes or skin conditions type: furuncles"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced emotional disorder ("emotional anguish"), pain ("pain nos / physical pain"), endometriosis ("endometriosis") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and vaginal discharge had resolved, the dysmenorrhoea, depression, anxiety, emotional disorder, mood swings, female sexual dysfunction, furuncle, anaemia, dyspareunia, fatigue, weight increased and endometriosis outcome was unknown and the alopecia, pain and back pain was resolving. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, female sexual dysfunction, furuncle, menorrhagia, mood swings, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment of pain , bleeding , bladder, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on (B)(6) 2010: impression: 1. A possible functional ovarian cyst on the right. 2. A small right renal para pelvic cyst. Ultrasound scan vagina - on (B)(6) 2018: impression: there is a large heterogeneous lesion within or adjacent to the fundal portion of the endometrium. Measures 3.0 x 2.0 x 2.8 cm. This may represent a submucosal fibroid or an endometrial polyp. There is a small subserosal fibroid in the right fundal portion of the uterus.the right essure is not observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, vaginal hemorrhage, vaginal discharge, rcc comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain including pelvic pain') in a 29-year-old female patient who had essure (ess205) (batch no. 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included abortion, miscarriage, ovarian cyst, acne, chronic cervicitis and endometriosis. Concomitant products included cetirizine hydrochloride (cetrizine), ferrous sulfate, fluticasone, hydrocodone bitartrate;paracetamol (norco), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2008, the patient experienced mood swings ("mood swing"). On (B)(6)2008, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and furuncle ("rashes or skin conditions type: furuncles"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced emotional disorder ("emotional anguish"), pain ("pain nos / physical pain"), endometriosis ("endometriosis") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and vaginal discharge had resolved, the dysmenorrhoea, depression, anxiety, emotional disorder, mood swings, female sexual dysfunction, furuncle, anaemia, dyspareunia, fatigue, weight increased and endometriosis outcome was unknown and the alopecia, pain and back pain was resolving. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, female sexual dysfunction, furuncle, menorrhagia, mood swings, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment of pain , bleeding , bladder, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on (B)(6) 2010: impression: 1. A possible functional ovarian cyst on the right. 2. A small right renal para pelvic cyst.. Ultrasound scan vagina - on (B)(6) 2018: impression: there is a large heterogeneous lesion within or adjacent to the fundal portion of the endometrium. Measures 3.0 x 2.0 x 2.8 cm. This may represent a submucosal fibroid or an endometrial polyp. There is a small subserosal fibroid in the right fundal portion of the uterus. The right essure is not observed.. Lot number:509795 manufacturing date:2006-02 expiration date:2008-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain including pelvic pain') in a 29-year-old female patient who had essure (ess205) (batch no. 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included abortion, miscarriage, ovarian cyst, acne and chronic cervicitis. Concomitant products included cetirizine hydrochloride (cetrizine), ferrous sulfate, fluticasone, hydrocodone bitartrate;paracetamol (norco), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2008, the patient experienced mood swings ("mood swing"). On (B)(6) 2008, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and furuncle ("rashes or skin conditions type: furuncles"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced emotional disorder ("emotional anguish"), pain ("pain nos / physical pain"), endometriosis ("endometriosis") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, alopecia, pain and back pain was resolving, the dysmenorrhoea, depression, anxiety, emotional disorder, mood swings, female sexual dysfunction, furuncle, anaemia, dyspareunia, vaginal discharge, fatigue, weight increased and endometriosis outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, female sexual dysfunction, furuncle, menorrhagia, mood swings, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging abdominal - on (B)(6) 2010: impression: 1. A possible functional ovarian cyst on the right. 2. A small right renal para pelvic cyst.. Ultrasound scan vagina - on (B)(6) 2018: impression: there is a large heterogeneous lesion within or adjacent to the fundal portion of the endometrium. Measures 3.0 x 2.0 x 2.8 cm. This may represent a submucosal fibroid or an endometrial polyp. There is a small subserosal fibroid in the right fundal portion of the uterus.the right essure is not observed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records - pelvic pain, anemia, dysmenorrhea, hair loss, pain lot number: 509795 manufacture date: 2006-02 expiration date: 2008-01 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain including pelvic pain") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included abortion, miscarriage, ovarian cyst, acne and chronic cervicitis. Concomitant products included cetirizine hydrochloride (cetrizine), ferrous sulfate, fluticasone, hydrocodone bitartrate;paracetamol (norco), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2008, the patient experienced mood swings ("mood swing"). On (B)(6) 2008, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and furuncle ("rashes or skin conditions type: furuncles"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced emotional disorder ("emotional anguish"), pain ("pain nos / physical pain"), endometriosis ("endometriosis") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, alopecia, pain and back pain was resolving, the dysmenorrhoea, depression, anxiety, emotional disorder, mood swings, female sexual dysfunction, furuncle, anaemia, dyspareunia, vaginal discharge, fatigue, weight increased and endometriosis outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, female sexual dysfunction, furuncle, menorrhagia, mood swings, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging abdominal - on (B)(6) 2010: impression: a possible functional ovarian cyst on the right. A small right renal para pelvic cyst.. Ultrasound scan vagina - on (B)(6) 2018: impression: there is a large heterogeneous lesion within or adjacent to the fundal portion of the endometrium. Measures 3.0 x 2.0 x 2.8 cm. This may represent a submucosal fibroid or an endometrial polyp. There is a small subserosal fibroid in the right fundal portion of the uterus. The right essure is not observed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records - pelvic pain, anemia, dysmenorrhea, hair loss, pain. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs and mr received : reporter added, lot number added, patient demographic updated, essure removal date added, events added-mood swing, abnormal bleeding (vaginal), apareunia, furuncles, anemia, dyspareunia (painful sexual intercourse), vaginal discharge,fatigue, weight gain, endometriosis, back pain, device monitoring procedure not performed. Events onset date added, events outcome updated, concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.